Event description:
It was reported that while the surgeon was applying ultrasound on a nucleus (hard) he realized the capsule was broken. The nucleus was removed without other problems. The surgeon used vitrectomy cutter and performed out-of-the-bag fixation. The surgery was completed successfully. No patient injury reported.

Manufacturer narrative:
The account is reporting this adverse event only and did not request or require field service or clinical support. Manufacturing year 2013. All pertinent information available to amo has been submitted. Placeholder.

Manufacturer narrative:
Information received that surgeon admitted his own error.there was no malfunction of the product and the product was operating favorably after that. Placeholder.